Event description:
It was reported an anemic pt with an act of 300, receiving reopro, developed hypotension following successful deployment of an angio-seal device. A femostop was applied and the pt received 1 unit of packed cells. The deploying physician indicated the transfusion was related to the pt's pre existing condition of anemia. One day post deployment, the physician stated the punture site looked good. The preplacement angiogram revealed the puncture site was below the inguinal ligament as instructed in the angio-seal instructions for use, the angio-seal is indicated for hemostasis at the femoral artery puncture site.